Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via facility medwatch (B)(4) that the outer cannula cracked. The target lesion was located in an unspecified vessel of the right kidney. An accustick ii was selected for use. During a nephrostomy procedure, it was noted that the outer cannula cracked in four places. When the cannula was removed, a one cm tip remained in the patient's right kidney. The patient was transferred to another facility to have the broken tip removed. No patient complications were reported and the patient's condition was stable.